Event description:
Customer's spouse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that prior to the incident, the customer changed the set by herself instead of her husband helping her like he usually does. Blood glucose value at the time of admission was 1000 mg/dl; current reading is 300 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The cannula was found bent when removing the infusion set. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.